Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: what was the age/gender of patient? (B)(6) male. What were the indications for surgery? Left lung cancer. Which device experienced the difficulties? Pcee45a with a gst45w reload. What vessel was device on when difficulties were experienced? Pulmonary vein (per surgical tech). Had the device been fired previously? Yes, on the pulmonary artery (per surgical tech). Was the device difficult to close? No (per surgical tech). Were any unusual noises heard during firing or knife return? No (per surgical tech). Were any clips used in the vicinity prior to firing? Not in the immediate vicinity but there were some clips used in the procedure for minor vessels (per surgical tech). What troubleshooting steps were taken to open device? When the rep was contacted via phone, they were instructed to push the reverse button forward. The device then opened, and they proceeded with the case. Was the firing stroke completed? Yes, per the surgical tech, the device fired completely but would not open after the knife blade returned. After the reverse button was engaged the device did open. This would have been the second and last firing of the pcee45a. The surgical tech did say that the surgeon did observe the staple line on both firings to ensure that they were hemostatic, which they were. Where were each of the stapling devices used in the procedure? The pcee45a and gst45w firings were one each on the pulmonary artery and pulmonary vein. Was the site of the bleeding identified? No, an autopsy will not be performed per the request of the family. However, the nurse practitioner for the surgeon did tell the surgical tech that the blood that came out of the chest tube/drain; was dark in color. Was this a site where an ethicon stapler was used? Since the bleeding site will not be determined this is unknown. If yes, which stapler? N/a. Can the results of the autopsy be shared? I assumed this initially because the body was turned over to the medical examiner. However, per the surgical tech, the family has chosen to not have an autopsy performed and the me said that because the patient was under the care of a physician it would not be needed. Does the surgeon believe that the difficulties experienced with device may have caused or contributed to the patient death? I have not spoken yet with surgeon. Additional information received from conversation with surgeon: the procedure was a left pneumonectomy for lung cancer and was a difficult mass due to being close to the hilum. The bronchus was taken with the tx stapler first, which was reverse as usual. The pulmonary artery was then stapled with the pcee45a and the staple line looked good. The pulmonary vein, which was a single trunk, was stapled and the device ¿jammed¿ and would not open. The knife reverse button was used to move the knife a little more and then the device opened. It was noted that the device was fully articulated. No issue was noticed with the staple line. The surgeon spent about 15 minutes was lymph node dissection after stapler firings and procedure was completed. After the patient was brought to recovery, no pulse was detected. There was approximately 2 ½ l of blood loss and the surgeon believes the patient exsanguinated into the chest cavity. The surgeon was asked if the tumor was close by and he stated that vessel was a little difficult to get around being fibrous. No left atrium was included and was outside the pericardium. The patient did not undergo any preoperative radiation or chemo treatment.

Event description:
It was reported that during a left pneumonectomy, he got a call from the circulating nurse and was informed that dr. Could not get the device to open. The rep instructed them through using the reverse button to reverse the blade. It worked, and the customer said that they were good to continue with the procedure. The rep went to the account to follow up with dr. And neither the dr. Nor circulating nurse could be found. The sales representative received a second call from the circulating nurse and was informed that the patient had passed away. The nurse informed him that after their initial conversation the case proceeded well, and they completed the case. On the way to pacu the patient began to bleed excessively. The procedure was completed with a pcee45a, two gst45w reloads. The rep asked if after the firing the stapler was on tissue and if there was any bleeding when the stapler came from the tissue: ¿she did not believe so...I asked which firing stapler was locked on tissue and she thinks it was on the pulmonary vein firing¿.